Event description:
Their device wouldn't respond when pushing the h button, and the batteries depleted without a low battery alarm. Pt also stated that pt was feeling extremely weak and becoming unresponsive, so the ambulance was contacted. When the ambulance arrived to their residence their blood glucose was checked and it was 39 mg/dl. Pt was in a diabetic coma and recalls having a fever over 104 degrees for 5 days and placed on an ice bed while in the hosp.